Event description:
Complainant alleged that during patient use, when the autopulse ® resuscitation system was utilized with a nimh battery (B)(4), it performed compressions for two minutes or less. The battery was then replaced with a spare (B)(4), however this battery immediately did not work. The crew reverted to manual CPR (exact length of time is unknown). The patient outcome is unknown, as the crew left the emergency room while CPR was still being performed on the patient. No adverse patient sequelae was reported. No further information is available.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 01/07/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR reports: 1. #3003793491-2014-00034 for autopulse® resuscitation system model 100 s/n #: (B)(4). 2. #3003793491-2014-00035 for autopulse® nimh battery with sn #: (B)(4).